Manufacturer narrative:
Investigation summary: two photos of three 30g x 5mm safety pen needle samples were returned from lot. No. 9051739, cat. No. 329515. Visual examination of the returned photos was carried out and it was observed that one sample was not fully activated. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Conclusion: the root cause of this issue is due to insufficient gel on the parts causing non activation. CAPA 478527 was raised to address this issue.

Event description:
It was reported that during use the safety mechanism not engaging and needle stick injuries occur with a bd autoshield¿ duo safety pen needle. The following information was provided by the initial reporter: (2 of 2 complaints). It was reported that the bd autoshield and the safety mechanism did not engage one of the nurses reported a needlestick. The nurse and facility followed hospital protocol for needlestick. First aid for nurse and no other care needed. Hiv testing was done on patient. The involved product was discarded.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the safety mechanism not engaging and needle stick injuries occur with a bd autoshield¿ duo safety pen needle. The following information was provided by the initial reporter: (2 of 2 complaints). It was reported that the bd autoshield and the safety mechanism did not engage. One of the nurses reported a needlestick. The nurse and facility followed hospital protocol for needlestick. First aid for nurse and no other care needed. Hiv testing was done on patient. The involved product was discarded.